Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has fluid ingress, does not recognize cassettes properly, and requires a software upgrade. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of fluid ingress and not recognizing cassettes properly. No service records found in the last 12 months. Review of event log found "cassette not properly attached alarm.'' Visual and functional testing confirmed the complaint and found the lcd was full of fluid. Internal parts of the pump were full of mold due to the fluid ingression. Probable cause of complaint was downstream occlusion (dso) sensor was defective.